Manufacturer narrative:
(B)(4). The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Literature review as per journal of minimally invasive gynecology 22 (2015) s1-s253: use of a novel, cordless ultrasonic dissector for gynecologic minimally invasive surgical procedures. Authored by baker eh, drummond j, stefanidis d, iannitti da of general surgery, division of hepatopancreatobiliary surgery, carolinas and naumann rw. Of obstetrics and gynecology,division of gynecologic oncology, carolinas medical center, charlotte, north carolina medical center, charlotte, north carolina; prospective cohort study in 2014 with 59 patients enrolled and included in the study. There were no intraoperative complications related to the device. One patient experienced postoperative bleeding and underwent evacuation of intra-abdominal hematoma, which was felt to be possibly related to the device. All other complications were felt to be unlikely or unrelated to the device. This incident is being reported of out the abundance of caution.